Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter had a pairing issue. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it failed, resulting in zero volts discharged. Share data logs were reviewed, finding nothing related to the customers compalint. However, a signal loss gap occurring one day and six hours was observed. Based on the findings of signal loss this is now reportable. The complaint of pairing issue could not be confirmed. The root cause could not be determined post investigation.